Event description:
It was reported by service report that the footboard was not working. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Results: footboard pin connector had a loose wire.